Event description:
Infusion pump with a failure code 550. The facility rep had stated that there have been no records of pt incidents since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. Additional contact info was requested but no additional contact was identified.